Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in (B)(6) 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that this right ventricular (rv) lead exhibited an alert due to high shock impedance measurements. Upon review, it was noted that there was a gradual increase in the impedance measurements with average of 114 ohms. There was no noise noted. Technical services (ts) recommended investigating about a potential impact of the clinical conditions of the patient on the shock impedance. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited an alert due to high shock impedance measurements. Upon review, it was noted that there was a gradual increase in the impedance measurements with average of 114 ohms. There was no noise noted. Technical services (ts) recommended investigating about a potential impact of the clinical conditions of the patient on the shock impedance. This rv lead remains in service. No adverse patient effects were reported.